Manufacturer narrative:
The complaint of low battery indication and memory error were confirmed. Interrogation of the device revealed it had 40% battery remaining. The session record showed the device exited ship settings after it was sent to the field. This is considered a user error as the device was not kept in ship settings until the time of implant. Analysis of the device image indicated that memory corruption occurred during the manufacturing process which resulted in the reported memory error. Further testing was performed by reloading the product code and all test results were normal. Memory corruption could not be reproduced. The device was tested on the automated testing equipment and no other anomalies were found. The device was not implanted.

Manufacturer narrative:
Supplement report is being submitted to update.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the implantable cardiac monitor was noted to be in patient mode which resulted in normal battery depletion prior to device implant. Further review noted that the device exhibited memory errors. There was no patient involvement. The device was not used.